Event description:
It was reported that during a laparoscopic colostomy procedure, the reloaded device was placed on the bowel. As it was fired plastic to plastic after compression, only two thirds of the staples fired and the knife blade cut beyond the staple line, resulting in a leak. The missing staples were over sewn using sutures. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.